Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation following a CT scan on (B)(6) 2013. It was stated it was a ¿major increase of stimulation¿ at 3 am the morning of (B)(6) 2013. It was also stated the device was left on during the scan and was set at 3.0 volts when it is normally set at 1.9 volts. On (B)(6) 2013 the patient had a second CT scan in which he turned stimulation off, and when he turned stimulation back on it was at a different voltage than where he left it. It was later reported impedance checks were normal, no malfunctions were seen. It was stated the patient was going to keep track of each unusual occurrence. On (B)(6) 2013 it was reported the patient had one event where stimulation went up by 0.1 on it's own. It was stated he is receiving effective therapy.

Manufacturer narrative:
(B)(4).